Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that after the emboshield nav 6 embolic protection device (epd) was in position, an atherectomy catheter inadvertently cut a piece of the nav 6 frame. The damage to the epd was not noted until after the epd was removed, without resistance, from the anatomy. The physician stated that the atherectomy catheter was too close to the epd and resulted in the frame of the epd breaking, but not separating. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.